Event description:
It was reported by the vad coordinator that the outflow graft was prepped with albumin and baked in the autoclave for 3 minutes. The or nurse reported that she did not soak or massage the albumin into the graft for 10 minutes. Following implant of the left ventricular assist device (lvad), and pump actuation after the bend relief was engaged, diffuse bleeding was noted from the entire outflow graft. The surgeon cut the bend relief lengthwise from top to bottom and sprayed the outflow graft with floseal, and this eventually halted the bleeding. When the bleeding stopped, the surgeon stitched the same bend relief together at the top, in the middle and at the bottom, covered it with goretex and then closed the patient. The patient remains ongoing with no further issues.

Manufacturer narrative:
The device is not returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.